Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400 mg/dl and insulin injections were administered. Contact alleged pump was the cause; however, did not have the pump available at the time of report to perform a system check. Multiple attempts were made by tandem technical support to obtain additional information/perform a system check, contact did not reply.